Event description:
It was reported that the micl12.6 implantable collamer lens was damaged when removed from the packaging. Reporter could not provided specifics. No pt contact.

Manufacturer narrative:
Lens damaged upon receipt. Evaluation: results: a work order search was conducted and there were no similar records found within the work order.